Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7076658/7078539.

Event description:
It was reported that the patients ipg would not hold its charge. Lead high impedances was also noted. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted device components will not be returned as they were discarded per facility policy.